Manufacturer narrative:
H.6. Investigation: four sealed packaged safetyglide needles were received, confirmed to be from batch #8232563 by our quality team. The samples were taken out of packaging and visually evaluated. No cracks, damage, or deformities were observed in the needle hubs. The needles were then connected via luer-lok to the 3ml syringes returned. No cracks formed and no issues were observed with the connection. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no defects were identified and the incident could not be verified, a root cause could not be determined.

Event description:
It was reported that a bd hypodermic single lumen needle had a cracked hub during use. The following was reported by the initial reporter: "it was reported that the needle hub developed a crack and medication "sprayed" out the side of the needle. Event description per attached email states: there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. Please see the 3 forms for more information. Any information regarding whether this is a product issue or user error would be appreciated. Event details per attached global complaint form states: after nursing staff have tightened the bd safetyglide 25gx1" needle onto a bd 3ml syringe to administer medications they have found multiple times that when they push to administer the medication a crack has developed surrounding the base of the needle connection/syringe connection piece that is not detectable until administering medication. When they move forward with med administration some of the medication sprayed out the side of the needle. The patients then did not receive their full dose of medication via the first needle/syringe and the patient then received their full medication dosage utilizing a second needle/syringe.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd hypodermic single lumen needle had a cracked hub during use. The following was reported by the initial reporter: "it was reported that the needle hub developed a crack and medication "sprayed" out the side of the needle. Event description per attached email states: there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point. Please see the 3 forms for more information. Any information regarding whether this is a product issue or user error would be appreciated. Event details per attached global complaint form states: after nursing staff have tightened the bd safety glide 25gx1" needle onto a bd 3 ml syringe to administer medications they have found multiple times that when they push to administer the medication a crack has developed surrounding the base of the needle connection/syringe connection piece that is not detectable until administering medication. When they move forward with med administration some of the medication sprayed out the side of the needle. The patients then did not receive their full dose of medication via the first needle/syringe and the patient then received their full medication dosage utilizing a second needle/syringe."